Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon the completion of the investigation. Facility name was truncated due to characters limit. The complete facility name is (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for one patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest result. The alleged sample generated a positive sar-cov-2 result in the initial test on the cobas liat system. Retest of the sample on the same cobas liat system generated a negative result. The customer additionally questioned the sar-cov-2 positive results of three other samples due to the pcr curves looks questionable. However, no retests were performed on these three samples. The positive results were reported to patients and later were changed to invalid. No harm was indicated. Review of the system run data did not find any pcr curve anomalies or system issues that indicate the positive results were incorrect. An investigation on the reagent kit is ongoing.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).